Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿kinked/pinched irrigation lumen ¿. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient with spina bifida to emergency department with urinary tract infection. Indwelling catheter removed was gunky. Bardex all-silicone foley catheter inserted and drained 20cc. Bladder scan revealed 160cc in bladder and attempted to irrigate catheter without success. Foley was removed and another one tried, drained dark red urine with small clot and there was no known harm to patient.

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned photo sample noted one opened (without original packaging), used silicone foley. Visual inspection of the photo sample noted that the reported failure could not be evaluated therefore this investigation is considered inconclusive. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "kinked/pinched irrigation lumen". However, there was insufficient information to confirm this potential root cause. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient with spina bifida to emergency department with urinary tract infection. Indwelling catheter removed was gunky. Bardex all-silicone foley catheter inserted and drained 20cc. Bladder scan revealed 160cc in bladder and attempted to irrigate catheter without success. Foley was removed and another one tried, drained dark red urine with small clot and there was no known harm to patient. Per follow up 12apr2024, issue was not noticed prior to use and patient status was unknown at this time.